Event description:
As initially reported by the healthcare professional on behalf of the consumer, the consumer experienced a scratch on the black part of the eye after using a contact lens in an unspecified eye. Upon follow-up information, the consumer expressed concern about recurrent corneal ulcers after wearing contact lenses for approximately 6 to 8 hours. No information is available regarding any medical intervention was received. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3, h.6 : the complaint sample has not returned for evaluation, the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3, h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).